Event description:
It is reported that the patient faced adhesive issue on (B)(6) 2026. The issue occurred with three infusion sets. The infusion sets fell off during use upto two days of usage. The patient replaced infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
Initial 2 of 3. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.